Event description:
It was reported that the right atrial lead had high outputs, high thresholds and varying impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned in segments and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor. The outer insulation was melted, had cosmetic environmental stress cracking, and a breached cut. There was blood in/on the helix mechanism, the lead had apparent explant damage, and there was a white substance on it.